Event description:
The report received from the (B)(4) study indicated that the patient experienced periprocedural mi post index procedure based on the received adjudication minutes. At the time of index, the 1st obtuse marginal was described as 15 mm in length, class b1, and de novo with 70% stenosis. The reference vessel was 2.5 mm in diameter. The lesion was pre-dilated and a 2.5 x 18 mm cypher stent was implanted at 14 atm. Approximately three hours after the index procedure, the troponin I peaked at 0.04 (0.02 unl). At 6-12 hours post procedure, the ck-mb peaked at 7.0 (6.6 unl) and troponin I peaked at 0.43. At 16-24 hours post index procedure, the ck-mb peaked at 11.2 and troponin I peaked at 1.33. The ECG core lab reported new, persistent pr interval prolongation (pr 211msec), no new major st-t abnormalities and no q waves. The discharge summary noted post-procedure troponin elevation. The site reported no postprocedural complications or adverse events. This elevation was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, glyburide, metformin, and zocor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient experienced periprocedural mi based on the received adjudication minutes. This is a (B)(6) male with medical history including previous pci (B)(6) 2009, family history of coronary artery disease, hypertension, myocardial infarction (B)(6) 2009, pvd/claudication, diabetes mellitus type ii, major bleeding, history of smoking, peptic ulcer disease with gi bleed, guillian-barre in 1990. At the time of index, the 1st obtuse marginal was described as 15mm in length, class b1, and de novo with 70% stenosis. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5 x 18mm cypher stent was implanted at 14atm. Approximately three hours after the index procedure, the troponin I peaked at 0.04 (0.02 unl). At 6-12 hours post procedure, the ck-mb peaked at 7.0 (6.6 unl) and troponin I peaked at 0.43. At 16-24 hours post index procedure, the ck-mb peaked at 11.2 and troponin I peaked at 1.33. The ECG core lab reported new, persistent pr interval prolongation (pr 211msec), no new major st-t abnormalities and no q waves. The discharge summary noted post-procedure troponin elevation. The site reported no postprocedural complications or adverse events. This elevation was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069541 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.